Manufacturer narrative:
The device was not returned for evaluation, and no lot number was provided for lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident could not be determined. Per the mynx IFU, the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture.

Event description:
A male with history of previous cath underwent a coronary diagnostic procedure in 2008. A 6f sheath was placed into the cfa, and there was report of visual pad an/or calcium on the puncture site arteriogram. The diagnostic procedure, lasting approximately 25 minutes was reportedly performed without complication. The operator proceeded to use the mynx device in which there was a failure to achieve hemostasis. The patient was converted to manual compression and hemostasis was achieved without incident. Alter that day, the patient experienced symptoms suggestive of ischemia, and testing performed resulted in an abi of 0.7. An angiogram was performed for suspected embolization. The angio documented an occlusion of the tibial-peroneal trunk, however, the patient refused further treatment and was sent home the next day with a scheduled follow-up 7 days post procedure. On two days later, the patient returned to the hospital presenting with leg pain, and a surgical thrombectomy was performed without complication. The patient reportedly tolerated the procedure well and was scheduled to discharge on four days later. No further follow-up information has been provided.